Manufacturer narrative:
Medtronic received additional information from the implanting physician that the sutures on the posterior aspect of the band came apart, so the physician decided to replace the patient's native valve. There was no product problem with the band; this event was restricted to the suturing of band. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ten days post implant of this annuloplasty band, this device was explanted and replaced with a bioprosthetic heart valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Intervention to replace this device occurred one year, ten days post-implant; not ten days post-implant as was originally reported in the event description. The device implant and explant dates were correct as they were originally reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.